Event description:
It was reported that the patient requested an inflatable penile prosthesis (ipp) surgery to get a bigger implant since the current is not the proper size, as it causes a floppy glans. A surgical procedure was performed, and the device was removed and replaced. There were no patient complications reported.